Manufacturer narrative:
Pump had cracked battery tube threads, broken reservoir tube lip, missing reservoir tube o-ring and minor scratched display window.

Event description:
The customer reported via phone call that they had a damage on insulin pump. The customer¿s blood glucose level was 200 mg/dl. The customer reported that the reservoir lip ring was broken and o-ring was missing. The customer was advised that the pump needs to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.